Manufacturer narrative:
The insulin pump was received with missing retainer and missing reservoir tube o-ring. Pump passed the rewind test, prime/seating test, basic occlusion test, force sensor test, self test, sleep current measurement, and active current measurement however, unable to perform the displacement test and occlusion test due to missing retainer. No unexpected pump error 53 alarms during testing however, the formatted history file confirmed pump error alarm, line number 1233 file number 26, due to a software error. The insulin pump also received with scratched case, case cracked behind the pump near the battery compartment, broken battery tube threads, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error alarm. Customer's blood glucose was unknown. The insulin pump is not returning for analysis.